Event description:
It was reported that during a percutaneous coronary angioplasty procedure a shaft break occurred. Access was obtained via the femoral artery. The de novo and 80% stenosed target lesion being treated was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 2.00x15mm maverick2 balloon catheter was advanced to the lad for predilation and there was some difficulty crossing the lesion. On the first inflation, it was noted that contrast was leaking from the junction between the shaft and balloon. The maverick2 balloon catheter was then attempted to be withdrawn; however, the device had fractured in the middle part of the shaft. The device was removed intact. Upon removal shaft kinks were noted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary angioplasty procedure a shaft break occurred. Access was obtained via the femoral artery. The de novo and 80% stenosed target lesion being treated was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 2.00x15mm maverick2 balloon catheter was advanced to the lad for predilation and there was some difficulty crossing the lesion. On the first inflation, it was noted that contrast was leaking from the junction between the shaft and balloon. The maverick2 balloon catheter was then attempted to be withdrawn; however, the device had fractured in the middle part of the shaft. The device was removed intact. Upon removal shaft kinks were noted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the device was received in two sections as a result of a break in the midshaft. The break was located at 9.6cm proximal to the port. The midshaft was severely stretched. An examination of the hypotube found that the hypotube was kinked at various locations along its length. A microscopic examination of the balloon found no tears or holes in the balloon material. There was a build-up of blood inside the balloon and inflation lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).